Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Several attempts have been made to provider to obtain additional information without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite 3d sleep appliance broke off, no other information was provided.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the product was not returned, the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date; therefore, an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism, which could have caused the anchor to break. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model #" "catalog #". Corrections: d9: "device available for evaluation". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.